Event description:
During unpacking in preparation prior to a ptca procedure, the magic wallstent d. Product was found to have the stent off of the catheter. The procedure was completed successfully with another of the same device.